Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lots. A batch record review indicates no discrepancies. No another complaint was received on the lot in question. We have not received any photo or sample together with this complaint. Peelpacks are inserted to an inner carton manually. Catheters must be inserted in way to avoid bending or damaging the catheters. A query was run against this material number for the reported malfunction code which yielded no other complaint since 2015 except one from same complainant, same day but different lot number. There has not been seen anything to indicate that this is a systemic issue. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
It was reported "when the urinary catheter is withdrawn, the tip of the catheter is obviously broken off at the "eyes" of the urinary catheter." No harm was reported.

Manufacturer narrative:
E.1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.